Manufacturer narrative:
Date sent to FDA: 08/25/2016. A close inspection was conducted on the returned device and no visual damages were noted. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during an unknown procedure, the staples did not close. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. No additional information is available.